Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at th12 to treat "pseudarthrosis following a vertebral fracture from a fall". It was reported that cement leaked anteriorly but no additional treatment was required. No patient complications were reported.